Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button was not working. The customer¿s blood glucose was 7 mmol/l. The troubleshooting was performed for the button anomaly. The customer was advised to observe the time clock for one minute to verify if time advances and found that the minute was advancing. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.